Event description:
Following angioplasty the stent was uneventfully placed across the 80% stenosed target lesion into the middle cerebral artery (mca). 15 minutes post procedure, the patient was noted to be unresponsive. Imaging revealed a blood clot within the stent and occlusion of the left mca. Angioplasty was attempted to remove the thrombus. Plavix sulfate 300mg and edaravone 30mg were administered to treat the thrombosis. Approximately one hour post procedure, angiography demonstrated complete blood flow restoration. The patient's condition improved; however, the patient slurred his words slightly as a result of thrombosis. The next day MRI showed a small vessel occlusion in the putamen region. Approximately one week post procedure, the patient was reportedly discharged home in a "good condition". It is the physician's opinion that the cause of the thrombus was related to insufficient dosing with the anticoagulant/antiplatelet medication.

Manufacturer narrative:
The following additional information to the user medwatch was related, at the manufacturer's request, verbally by the reporter (risk manager): the events below, which occurred in 2009, were reported to the manufacturer more than a year later, in 2010, due to internal investigations at the healthcare facility. On (B)(6) 2009, the patient involved in this event was transferred from an advanced hospice setting to the reporting healthcare facility ICU because he had developed pneumonia. The patient had previously been diagnosed with ards, acute respiratory failure, acute renal failure, pancytopenia, acute hepatic insufficiency malnutrition, (B)(6), and tuberculosis. The patient was placed in an isolation room because of the latter two diseases. He was intubated and mechanically ventilated, using the device placed in the breathing circuit, for four days. The device's labeling states, under precautions: maximum 24 hour use if drugs or solutions are nebulized. No information was made available concerning nebulized medications or device change policy. On (B)(6) 2009, at 9:30 am, a ventilator alarm sounded, and with one or two minutes reaction time, a nurse reached the patient, discovered the flex tube component of the device had become separated from the port of the heat and moisture exchanging filter component of the device. Presumably, based on the patient's condition, the nurse called a code. An order had been previously placed at request of patient's family for no CPR to be administered. In response to the code, medical staff discontinued the device, delivered 100% o2, and reconnected the ventilator, administered atropine and epinephrine, twice. These attempts to resuscitate were unsuccessful. As listed on discharge summary: "cause of death was from respiratory failure, cardiopulmonary arrest because of severe hypoxemia caused by disconnection of the ventilator in a setting of profound pulmonary compromise from (B)(4) and ards. No autopsy was performed." Discussion: since the device has not been retained, no direct evaluation of its structure and function, particularly the connector of the flex tube and its mating port on the hmef was possible. The reporter did not provide the lot number of the device, so a review of its manufacturing history was not possible. In the absence of the device, or any further details about the history of the device's use in this case, it is difficult to deduce a cause of the reported disconnection. The connection in question is made by the user (the two components of the device are provided in each unit package). Presumably, a member of the hospital staff, typically a respiratory therapist, would have manually connected the components that later were reported to have separated. Then, the ventilator would have continued to provide patient respiration, without disconnection, up until the staff exited the isolation room. Assuming that the staff had made a secure connection, only an extraordinary accidental or intentional force would be needed to have disconnected the components as described below: the connectors in of the hmef components are designed to conform to the international standard (B)(4); and the connector of the flex-tube is designed to securely mate with ports that conform to (B)(4). Anaesthetic and respiratory equipment - conical connectors - part 1: cones and sockets. No other reports of disconnections between the hmef port and flex tubes have been received from users over a time period of more than 5 years prior to this report. The number of such devices distributed is in the millions. Since (B)(6) 2004, until the (B)(6) 2009 date of the event, to the present, 9150 units of this same model device have been shipped to the reporting facility, with no similar events reported. Since the (B)(6) 2009, date of the event, another 1600 units of this same model device have been shipped to the reporting facility, with no similar events reported (B)(4) - compliant connectors have been in almost universal use for at least 30 years. (B)(4) - compliant connectors offer the benefit of secure connection, but relatively easy intentional disconnections and reconnections by the clinical practitioner, as well as interconnectivity between devices from other manufacturers. The few instances of inadvertent disconnections of this general type of connection are related to breathing circuits being snagged or stepped on during patient transport. Such incidents have not resulted in permanent injury or illness, or death. Another source of unwanted disconnections can occur when the patient, in the course of thrashing, forces a disconnection, or when the patient grasps the breathing circuit with the intent of disconnecting it. In such cases, when clinical staff are not present, properly set ventilator alarms will warn of the compromise of the breathing circuit. Summary. It appears that this reported event is unique and isolated. There is no indication that a failure in the structure or function of the device existed, or caused or contributed to the physical or clinical aspects of the event. Additional note: the reporter indicated that the reason that this medwatch form was submitted was to inquire and raise concern about the reliability of strength of the connections using the 15mm and 22mm conical connectors used in all components of breathing circuit currently provided to health care practitioners by the medical device industry world-wide. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
The following additional information to the user medwatch was related, at the manufacturer's request, verbally by the reporter (risk manager): the events below, which occurred in 2009, were reported to the manufacturer more than a year later, in 2010, due to internal investigations at the healthcare facility. On (B)(6) 2009, the patient involved in this event was transferred from an advanced hospice setting to the reporting healthcare facility ICU because he had developed pneumonia. The patient had previously been diagnosed with ards, acute respiratory failure, acute renal failure, pancytopenia, acute hepatic insufficiency malnutrition, aids, and tuberculosis. The patient was placed in an isolation room because of the latter two diseases. He was intubated and mechanically ventilated, using the device placed in the breathing circuit, for four days. The device's labeling states, under precautions: maximum 24 hour use if drugs or solutions are nebulized. No information was made available concerning nebulized medications or device change policy. On (B)(6) 2009, at 9:30 am, a ventilator alarm sounded, and with one or two minutes reaction time, a nurse reached the patient, discovered the flex tube component of the device had become separated from the port of the heat & moisture exchanging filter component of the device. Presumably, based on the patient's condition, the nurse called a code. An order had been previously placed at request of patient's family for no CPR to be administered. In response to the code, medical staff discontinued the device, delivered 100% o2, and reconnected the ventilator, administered atropine and epinephrine, twice. These attempts to resuscitate were unsuccessful. As listed on discharge summary: "cause of death was from respiratory failure, cardiopulmonary arrest because of severe hypoxemia caused by disconnection of the ventilator in a setting of profound pulmonary compromise from miliary tuberculosis and ards. No autopsy was performed." Discussion: since the device has not been retained, no direct evaluation of its structure and function, particularly the connector of the flex tube and its mating port on the hmef was possible. The reporter did not provide the lot number of the device, so a review of its manufacturing history was not possible. In the absence of the device, or any further details about the history of the device's use in this case, it is difficult to deduce a cause of the reported disconnection. The connection in question is made by the user (the two components of the device are provided in each unit package). Presumably, a member of the hospital staff, typically a respiratory therapist, would have manually connected the components that later were reported to have separated. Then, the ventilator would have continued to provide patient respiration, without disconnection, up until the staff exited the isolation room. Assuming that the staff had made a secure connection, only an extraordinary accidental or intentional force would be needed to have disconnected the components as described below: the connectors in of the hmef components are designed to conform to the international standard iso (B)(4); and the connector of the flex-tube is designed to securely mate with ports that conform to iso(B)(4). Anaesthetic and respiratory equipment - conical connectors - part 1: cones and sockets. No other reports of disconnections between the hmef port and flex tubes have been received from users over a time period of more than 5 years prior to this report. (B)(4). Iso (B)(4) compliant connectors have been in almost universal use for at least 30 years. Iso (B)(4) compliant connectors offer the benefit of secure connection, but relatively easy intentional disconnections and reconnections by the clinical practitioner, as well as interconnectivity between devices from other manufacturers. The few instances of inadvertent disconnections of this general type of connection are related to breathing circuits being snagged or stepped on during patient transport. Such incidents have not resulted in permanent injury or illness, or death. Another source of unwanted disconnections can occur when the patient, in the course of thrashing, forces a disconnection, or when the patient grasps the breathing circuit with the intent of disconnecting it. In such cases, when clinical staff is not present, properly set ventilator alarms will warn of the compromise of the breathing circuit. Summary. It appears that this reported event is unique and isolated. There is no indication that a failure in the structure or function of the device existed, or caused or contributed to the physical or clinical aspects of the event. Additional note: the reporter indicated that the reason that this medwatch form was submitted was to inquire and raise concern about the reliability of strength of the connections using the 15mm and 22mm conical connectors used in all components of breathing circuit currently provided to health care practitioners by the medical device industry world-wide. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that a (B) (6) (B) (6) patient with tuberculosis in isolation, with very compromised lung function in critical condition in critical care unit in an isolation room, with the doors to the room closed (per isolation protocol), and became disconnected from the ventilator at the connection site of the company's breathing circuit filter and the flex tube. The nurse heard vent alarms (but possibly not for 90 seconds), and went in to care for patient. One to two minutes later, the patient coded and expired. Reporter indicated that the medwatch was submitted because of concern about the design of connectors in breathing circuit components. Connections: endotracheal tube inside the patient mouth, which was connected to in-line suction, which was connected to the company's flex tube, which was connected to the company's breathing circuit filter, which was connected to "y" circuit, which was connected to ventilator tubings, which was connected to filters, which was connected to the ventilator. None of these connections are locked or secured in any way by any sort of locking or clamping mechanism by design, allowing for potential for disconnections. (B) (4). (B) (4)

Manufacturer narrative:
Continuous renal replacement therapy;intubation & mechanical ventilation.